Event description:
It was reported that a flogard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, power on self-test, and alarm log review were performed. During the alarm log review and power on self-test an f-49 alarm was confirmed. The alarm was caused by a defective/inoperative main battery. The main battery was replaced to correct the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.